Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they haven't charge their implant in over a month because it hurt to charge. Patient mentioned they tried last week to charge their implant and could not find their device. Patient couldn't put the belt on because it was right over the 3 incisions. Agent instructed patient to check for damage; no visible damage to recharger. Controller showed connect the recharger and agent instructed patient to start a charge session. Controller showed 80% and implant red recharging with excellent quality. Agent informed patient to continue charging their implant and call back if further assistance is needed. The troubleshooting steps that were taken on the call resolved the issue. Patient confirmed surgery was not related to any complications with their scs. Patient mentioned they had a CT scan that showed the wires look over or under the screw to them. Patient noted they were informed hcp broke a wire off hence the CT scan but were reassured later.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 19-jan-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 18-jan-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.